Event description:
A consumer reported approximately one month following an intraocular lens (iol) implant procedure, the patient experienced blurry vision and 'felt uncomfortable'. A physician told her the reason for those issues was because of lens decentration or shift. A second physician noted the lens was not put into the capsular bag completely. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Additional information has been requested. There have been no other complaints reported in the lot number. Initial reporter. Zip code is not indicated at this time. (B)(4).